Manufacturer narrative:
The reported event of failure to remove the lead from the device was not confirmed. As received, a partial lead was returned in two pieces. The lead was tested with a device header and was able to be inserted and removed with no anomalies noted. The connector pin, connector ring, insulation adjacent to the front sealing ring and the connector boot diameters were measured and were found to be within specification. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an explant procedure of an abandoned lead. During the procedure, it was noted that the abandoned right ventricular (rv) lead, active rv lead and right atrial lead were intertwined and had to be explanted. The active rv lead was stuck in the header of the pacemaker due to the presence of fluid in the port and could not be removed. All the leads and the pacemaker were explanted and replaced. The patient was stable.